Manufacturer narrative:
The explanted screw was not returned to rti surgical for evaluation. A DHR review was conducted and confirmed that this device met manufacturing specification prior to shipping from rti surgical. On april 15, 2020 rti surgical mqt was able to confirm that hardware did break within the patient. 1 of 2 mdrs reported for this occurrence. The 2nd MDR is on report number 1833824-2020-00022.

Event description:
A revision surgery took place on (B)(6) 2019 to remove broken hardware. Index surgery was performed on (B)(6) 2017. The patient reported pain in (B)(6) of 2018 where "there was evidence of l5-s1 intervertebral hardware subsidence projecting into the interior l5 vertebral body."